Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on all three channels. The noise was reproduced with clinical maneuvers. Review of stored electrograms (egms) indicated a difference in the appearance of the atrial noise, versus that on the ventricular and shock channels; ventricular and shock noise looked like electromagnetic interference (emi). Atrial impedance was low. Although the current ventricular lead measurements are within the acceptable ranges, impedance and thresholds measurements have been historically high.